Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 150 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer did not return the product back for analysis.

Manufacturer narrative:
The pump was monitored, and no low battery alert was noted. All operating currents were within specification. The pump passed the self test and displacement test. No button error alarm was noted. The pump had intermittent act button response due to corroded keypad traces. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners and a cracked lcd window.